Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced inaccurate sensor glucose readings. The customer's blood glucose was 206 mg/dl and the sensor glucose was 58mg/dl at the time of incident and the insulin pump would trigger threshold suspend feature. The customer stated her blood glucose was 206 mg/dl at the time of call. The sensor will be replaced and will not be returned for analysis.